Event description:
It was reported that pieces of the finish on one of the circumcision clamps was peeling and flaking. The material fell off onto the surgical field during the procedure. The doctor was able to remove the flakes from the surgical site and staff removed the device from use.

Manufacturer narrative:
Clamp has not yet been returned for evaluation. Clamp has been in service for over 2-1/2 years. Clamp instruction manual states the following: "this clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described."